Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was 108 mg/dl. The customer stated the drive support cap is protruded. Customer was advised that the device would be replaced. Customer was advised to follow their medically prescribed backup plan.